Event description:
A perinatal dialysis (pd) patient reported that he was in the hospital on (B)(6) 2013 due to peritonitis and was released on (B)(6) 2013. Request for additional information was unsuccessful.

Manufacturer narrative:
A supplemental report will be submitted upon final review of received information by post market clinical physician and completion of the plant's investigation.